Manufacturer narrative:
The investigation revealed that the proximal part of the complaint stent is deformed. A few stent struts are flared, but imprints on the exposed balloon surface indicate that the struts were initially crimped on the balloon. Such a stent damage would have been detected in the manufacturing process, in the final inspection in which the crimped diameter of all devices (100 percent) is investigated and in which the stent is visually inspected for deformations. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to external factors during the procedure.

Event description:
An orsiro was chosen for treatment. During unpacking, when the safety sheath was removed it was detected that the proximal end of the balloon formed a bubble.